Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on both the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were extracted and replaced. The patient was discharged.